Event description:
Customer reported the lemo receptacle was damaged. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the lemo receptacle. System operates as intended.